Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. Evaluation of the submitted log file confirmed a pump stoppage and low flow event as well as elevated estimated flow and pump power; however, a specific cause and a correlation with the device could not conclusively be determined. Additionally, a correlation between the device and the reported event of hemolysis and embolic stroke could not be conclusively determined. Hemolysis and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the left ventricular assist device (lvad) system produced low flow and pump off hazard alarms. The patient¿s lactate dehydrogenase (ldh) was slightly elevated (above baseline of 300 u/l). The patient was reported to be asymptomatic. The center suspected that this was due to a possible driveline fracture or a device thrombosis. The manufacturers technical services reviewed the log files and confirmed that there was a momentary pump stop on (B)(6) 2017 at 21:21. The momentary pump stop may have been caused by a high current event. The patient remained stable and asymptomatic. The patient was discharged home (B)(6) 2017 with an ldh of 390 u/l and creatinine of 1.40 milligrams per deciliter (mg/dl). On (B)(6) 2017, the patient was readmitted to the hospital due to an elevated ldh of 448 u/l. The pump power was reported to be at 13 watts and the flows reading +++.the creatinine on admission was 1.79 mg/dl and it rose to 2.33 later that night. The patient was treated with integrilin and argatroban drips. The patients ldh has decreased with treatment and the elevated creatinine levels was resolved. The patient was scheduled to be discharged but the patient had left facial droop and slurred speech. The inr was 2.5 at the time of the event. The modified rankin scale (mrs) was 1. A head and neck computed tomography (CT)/ CT angiogram showed right basal ganglia stroke and a small embolus to the right middle cerebral artery and mild bilateral carotid plaque formations. The discharge was cancelled and the patient was moved to intensive care unit for overnight monitoring with a mean arterial pressure goal of above 80 mmhg. Per report, the patient was not a good candidate for tissue plasminogen activators (tpa) or any intervention. A repeat head CT showed mild enlargement of right basal ganglia stroke but otherwise stable. Aspirin and coumadin was continued and the inr was at goal (2-3). The plan was to discharge the patient home on (B)(6) 2017.